Event description:
No image present when plugged in. No patient harm occurred another acu nav catheter not reprocessed was opened and used to complete the case. Vendor notified. Manufacturer response for intravascular catheter, acu nav diagnostic catheter (per site reporter).